Event description:
In 2007, abbott point of care was contacted by a customer who reported the I-stat act celite assay gave the following results on one patient: 5000 heparin units administered, act colite result after 5 mins - 219 seconds. Add'l 2000 heparin units administered, act celite result after 5 mins - 228 seconds. Add'l 2000 heparin units administered, act celite result after 5 mins - 242 seconds.